Manufacturer narrative:
(B)(4): analysis of the lead model 3387 lot# v543114 showed no significant anomalies. The conductors were stretched. The #0, 1 and 3 conductors were broken at their respective weld sites. The #1 and 3 conductors were broken under the connector sleeve. The continuity was acceptable on conductor #2 - there were no shorts. The distal end of the lead was intact and undamaged.

Event description:
It was reported that, at implantation of the patient's lead, the 0, 1, and 3 electrodes showed impedance readings greater than 2,000 ohms. The physician suggested that this was due to the pulling of the lead during implantation. One electrode was selected and the patient's condition was observed. The lead was subsequently removed and replaced. Impedance readings were checked after the new lead was connected to the extension and the 0, 1 and 3 electrodes showed impedances greater than 2,000 ohms. It was suspected that there was a loose connection between the extension and the neurostimulator. On (B)(6), 2011, at a surgical intervention, it was confirmed that there was "a slight space" at the connection between the extension and the neurostimulator. The extension was reconnected to the neurostimulator. The high impedance readings resolved. The operation was completed without further reported issues. No patient symptoms or injury were reported. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.